Event description:
The smartlife large battery was returned to stryker instruments and during functional evaluation it was observed to be leaking externally. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The smartlife large battery was returned to stryker instruments and during functional evaluation it was observed to be leaking externally. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of a leaking condition with the battery was confirmed. Through visual inspection the battery was leaking externally and corrosion was affecting the top contacts. Fluid ingress and electrolyte leaking was confirmed. Improper sterilization of the battery can cause fluid ingress/intrusion or electrolyte leaking, which may result in the device leaking. The battery is not a repairable device and will not be returned to the user facility.